Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The customer went to the ER and then was hospitalized for alleged the insulin pump was not delivering insulin, high bg's and cosmetic damage at the drive support disk (flush drive support disk) on 13-aug-2021. The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/ test, excessive no delivery test and delivery accuracy test at 0.0870 inches. The stop (idle) current and run current measurement tests are within specification. The insulin pump also passed self test, off no power alarm test and error test. Drive support disk was inspected and no anomaly was noted.the following were noted during visual inspection: minor scratched display window, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and a missing end cap sticker.the test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thds and carelink upload was successful. The insulin pump was programmed with a basal profile and monitored for 3 days. The basal profile delivered properly. No basal anomaly noted. The insulin pump was also programmed with multiple boluses and monitored. All boluses delivered properly. No bolus anomaly noted. The insulin pump passed the functional testing. Unable to confirm alleged high bg's.no basal anomaly or bolus anomaly noted. Insulin pump insulin delivery anomaly was not confirmed. Drive support disk was inspected and no anomaly was noted. Drive support disk damage was not confirmed. However, other cosmetic damage was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they were experiencing high blood glucose. Customer blood glucose was 533 mg/dl. Customer was treated with manual injection or insulin pen for high blood glucose. Customer was using insulin pump within 48 hours at the time of event. Customer stated that the insulin pump drive support cap was flushed. The insulin pump will be returned for the analysis.